Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported last night, pt was just sitting and all of a sudden they noticed, intense vibration in their entire body that was extremely painful. Pt said they were screaming in pain and it lifted them off the ground could feel body was swelling up and they were having trouble breathing. Pt said they used their programmer to synch and noticed all 4 programs were turned up extremely high. Pt said they were successful to turn every program off to zero point zero and they started feeling better but still took several hours before the pain went away, pt confirmed they were feeling better now. Pt said last night they went to the emergency room and after waiting several hours the doctor at the ER looked at them like they were crazy and the nurse wanted them to turn stim back on but pt declined. The patient stated they will call a manufacturer representative (rep) because the battery may be going out and may need to be replaced. Pt said they have not had any falls or traumas, no other medical tests or procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. They reported that the nurse rep met with was going to review with the hcp our findings, and the patient complaint. Nurse indicated that hcp would likely replace the lead to provide for MRI compatibility and replace the ins based upon the therapy measurement findings. No surgery date as of yet. The out of range impedances cleared when rep increased the amplitude to 1.5 and the pw to 300. Patient denied falls, previous surgeries, MRI. The cause of the stimulation turning up on it¿s own was not determined. The patient left the clinic on program 1 at 0.8 volts and was instructed to call the clinic if any issues arise. No report of any issues has been reported by the treating physician or nurse. The device is still in use at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). The rep reported that the patient experienced a painful event during normal use on (B)(6) 2022. The patient described that on the date of the event, they felt a vibration all throughout their entire body, and a painful sensation/a painful stimulation jolt. The patient was instructed to turn off the ins, and the vibration sensation/event lasted approximately two additional hours. The patient denied any recent falls/accidents, and had not undergone an MRI or had a previous surgery. An impedance check was performed at default settings with several electrode combinations out of range. Amplitude was changed to 1.5 volts, pulse width (pw) was changed to 300 microseconds and impedances cleared. Photos were taken of the impedance check at normal parameters and again at 1.5 volt amplitude and 300 microsecond pw. The out of range impedances cleared when running the impedance check again. The photos showed electrodes c & 0, c & 1 had 1162 ohm impedance , c & 2 had 1205 ohm impedance, c & 3 had 1122 ohm impedance, and 0 & 1, 0 & 2, 0 & 3, 1 & 2, 1 & 3, and 2 & 3 had >4000 ohm impedance measurements when run at 1.0 volts, and 210 microseconds. All currents were 15 microamps. When run at 1.5 volts and 300 microseconds, the image showed c & 0 had 1254 ohm impedance, c & 1 had 1231 ohm impedance, c & 2 had 1277 ohm impedance, c & 3 had 1149 ohm impedance, 0 & 1 had 2273 ohm impedance, 0 & 2 had 2429 ohm impedance, and 0 & 3, 1 & 2, 1 & 3, and 2 & 3 all had 2273 ohm impedance. All electrode pairs had 15 microamp current. The managing doctor (md) and nurse were likely to move forward with a full replacement to provide MRI compatibility, and due to the ins being five years old. A therapy measurement test was run, and the range to end of service (eos) was 6-22 months, and the battery capacity was 5-20%. The nurse requested the patient¿s program be activated at their previous setting of 0.8 volts on program 1. The physician would meet with the patient to discuss possible replacement/possible complete replacement. No surgical intervention had occurred. It was planned, but not yet scheduled. The issue was reportedly resolved at the time of the report.